Event description:
The customer contact reported the pt rec'd more medication than intended. On an unspecified date and time, the device was programmed for continuous delivery of 5fu (fluorouracil) 982mg/250ml, at a rate of 2.24ml/hr, with a 269ml vtbi (volume to be infused), a 275ml container size and the delivery was started. No further programming parameters were provided. The customer contact reported the duration of the delivery was "5 days (96 hrs)." On (B)(6) 2011 between 0100 and 0200, the pt's caregiver reported the delivery was complete. It was reported the delivery was expected to be completed at 1300. The customer contact reported the pt was taken to the emergency room to have the therapy discontinued. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.